Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that high pacing impedance was observed on the right ventricular (rv) lead. Noise was reproducible with arm movements. The rv lead was capped and replaced with a competitor rv lead. The patient was in stable condition pre, during, and post-procedure.